Manufacturer narrative:
A ge representative evaluated the system and found the output dose to be too high. He adjusted the dose output in utility suite and system operates as intended.

Event description:
It was reported that the dose level in high level fluoro was too high. No patient injury was reported.